Event description:
It was reported that a progav shunt system (#fv441t-j) was implanted during a procedure performed on (B)(6) 2013. According to the complainant, the shunt system caused an overdrainage and had adjustment difficulties. The patient underwent a revision procedure on (B)(6) 2025. No patient complications were reported as a result of the revision procedure. The complained product was sent to the manufacturer for investigation.

Manufacturer narrative:
Investigation: visual inspection: during the investigation, a deformation of the outer housing of the progav was determined. The measurement of the plane parallelism confirms the visual deformation. Additonally, it was determined that the brake of the progav valve is defect. Permeability test: a permeability test has shown that all components are permeable. Computer controlled test: to investigate the claim of over-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. Because the defect of the brake mechanism of progav, the computer control test is not applicable. The results show that the shuntassistant operates within the specified tolerances in the vertical and horizontal position. Adjustment test: not applicable, due tot he defective brake. Braking force and brake function test: the brake functionality test has shown, that the brake function did not operate as expected. The results indicate that the rotor no longer performs as required. Internal inspection : after dismantling of the valves, deposits were found in both valves. Result: according to the results of the investigation, it was determined that the progav has a defective brake. The detected deformation of the outer housing led to the malfunction. Excessive pressure with the adjustment tool can cause such damage. Furthermore, we can determine visible deposits in the shuntassistant. The deposits had no effect upon the specifications at the time of the examination. The valve operated within all specifications. We could not determine any functional deviations or other abnormalities in the pediatric prechamber and peritoneal catheter. The products operated within all specification.